Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the therapy test failed. There was reportedly no patient involvement. The rse confirmed with the customer that the therapy test failing could not be replicated and the device was operating correctly. Based on the information available, the reported issue was unable to be replicated. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. Therefore, the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.